Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, approximately two months post implant, both the right ventricular (rv) lead and right atrial (ra) lead exhibited elevated thresholds. The following day rv lead repositioning was attempted. Intra-operatively, post initial repositioning, the rv lead exhibited high thresholds. Post second attempt at re-positioning, the rv lead exhibited high and undefined unipolar and bipolar impedance, when connected to the generator, and then exhibited low unipolar impedance, when connected to the analyzer. The rv lead was explanted and replaced. The ra lead was revised and remains in use. No patient complications have been reported as a result of this event.